Event description:
Customer states she was unconscious between 0400 and 0500; customer's husband tested the customer on her mobile system and obtained a result of 1.7 mmol/l. Customer's husband called an ambulance at 0530 and they arrived at 0600. Customer's husband tested her again on the mobile system and obtained a result of 6.1 mmol/l. Within 10 minutes of this result customer tested 2 mmol/l on the professional meter. Customer was treated with oral glucose. Upon waking customer was given a sandwich and taken to the hospital. At 0630 customer arrived at the hospital and was given biscuits and her baby's heartbeat was monitored. No further treatment was required, and customer was released 2-3 hours later. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).